Manufacturer narrative:
Unable to confirm insertion complaint due to customer returned sensors only. No insertion needles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor broke on the serter. Customer's blood glucose was 141 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.